Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported a he had a revision of the leads in 2008 because 2 leads were broken and the machine was not working. It was noted the patient did not remember the dates very well. There were no traumas or falls that were related to the issue. Relevant medical history included failed back surgery syndrome.